Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2020,product type: catheter. Product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 08-may-2014, UDI#: (B)(4). Product ID: 8596sc, serial/lot #: (B)(4), ubd: 03-dec-2013, UDI#: (B)(4). Product ID: 8598a, serial/lot #: (B)(4), ubd: 28-feb-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid 1 mg for a total dose of 0.20774 mg/day via an implantable pump. It was reported on (B)(6) 2020 the patient complained of the pump flipping over and the hcp worried about a possible catheter kink. On (B)(6) 2020- the patient went to the emergency room (ER) for pain. Imaging (CT scan without contrast) showed fluid in pocket around pump. On (B)(6) 2020 the patient called to say they experienced nausea, vomiting, and diarrhea. On (B)(6) 2020 the pump was checked under fluoroscopy and it showed that the catheter was broken in two pieces. No infection was noted. On (B)(6) 2020 the patient's catheter was revised where it was explanted/replaced. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was catheter break/cut. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. No further complications were reported/anticipated.